Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined. To further investigate, three separate delivery accuracy tests were performed. Customer problem was duplicated. At least one test was outside of the pump?s delivery accuracy manufacturing specification. It was determined to be caused by the expulsor. The expulsor will be replaced to bring delivery accuracy into specification.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy -12.85%. No patient injury reported.